Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a high capture threshold measurement was noted from this right ventricular (rv) lead. The physician attempted to surgically reposition the rv lead, but was unable to move the lead. The physician elected to leave the rv lead implanted and continue with remote monitoring. The rv lead remains in-service and no additional adverse patient consequences were reported.